Manufacturer narrative:
Findings: severely stripped battery cap coin slot (p) noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported that the customer had a battery cap damage on the insulin pump. The customer's blood glucose level was 105 mg/dl. The customer stated that they are unable to remove the battery cap. The customer was advised to discontinue use of the insulin pump if the batter is low. The patient was advised to monitor the insulin pump if they continue to use of the insulin pump. The customer was advised that the insulin pump will need to be replaced.